Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital experiencing pleuritic pain. Computed tomography scan revealed right sided pneumothorax, pneumomediastinum and pneumopericardium. It was suspected that it might have been caused by the atrial lead. The patient¿s chest pain was resolved with analgesics; there was no other intervention performed. X-ray showed the right sided pneumothorax had decreased. The patient was feeling well and was discharged.